Event description:
Written report received from baxter affilate states, "fast flow. 12 hours earlier than expected duration." Device contained fluorouracil of unknown concentration and 0.9% sodium chloride for a total fill volume of 240 ml. Reporter states that the patient had a central access site located on the chest and the device was probably in the patient's pocket. Per reporter the infusion time was calculated by healthcare professionals and the patient was afebrille. Per reporter no information is available about the catheter gauge, the exact start and end time of infusion; and any presence of direct heat source near the event unit. Reporter states that there was no patient injury and no medical intervention was required as a result of the reported condition.